Manufacturer narrative:
Although a temporal association exists between fresenius products and the event of peritonitis (unknown symptoms) with subsequent hospitalization; there is no documentation that indicates a causal relationship between fresenius products and stated adverse events. Furthermore, the etiology/causality of the peritonitis event (unknown symptoms) with subsequent hospitalization cannot be determined with the information received; therefore unable to determine causality. Should additional new information be made available this clinical investigation will be reevaluated. A follow up MDR will be submitted upon completion of the plant's investigation.

Event description:
It was reported by a technician that the patient was hospitalized for peritonitis. The cause of peritonitis was unknown at this point. The culture results were not sent from the hospital yet. The patient is completing dialysis treatments in the hospital.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.